Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie drawer 3.2 pocket a3 was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. E.1. Initial reporter facility: (B)(6) facility. Upon investigation of the actual device used in this incident, it was determined that the station cubie drawer 3.2 pocket a3 had failed to open. The customer attempted to reboot and recover the drawer, but the issue remained unresolved. The field service engineer (fse) addressed the problem of the cubie not being detected or loaded by first reseating all the rear connections for the drawer. The fse then moved to the location of the empty cubie where the error had occurred and started the application and unloaded original pocket contents. The system functioned as intended after the field service engineer troubleshot the device.